Event description:
It was reported by the user site that during the preventative maintenance of a selenia dimensions mammography system device on (B)(6) 2026, the c-arm motion of the device was hesitating left and right of zero degrees. The suer site reported that the c-arm hesitated around -3.5° and +3°. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and was able to replicate the issue. The fse review the device logs which showed that the motor was hesitating and then proceeding normally. The fse checked the tomosynthesis motion at all angles and observed the tomosynthesis motion with no hesitation in its movement. The fse checked the tomosynthesis potentiometer readings which displayed smooth motion. The fse checked the c-arm brakes wiring and tightness and verified no components were slipping in the rotation motor/gear hardware. The fse confirmed brake surfaces were clean. The fse also observed that multiple bolts on the vertical travel assembly (vta) were loose. The fse determined that all components appeared to be tight and moving as expected, and all images were exposed and processed as expected, and that the hesitation only occurs with the c-arm at 0° or 180°. The fse performed vta tomosynthesis motion calibration and verified that the system operates in accordance with manufacturer specifications. No further information is currently available.